Event description:
It was reported "charging port sometimes fails to connect to to the charger". There was no adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue.